Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 25-may-2023. H6: investigation summary one 20039e sample was received without packaging for investigation the lot number was reported unknown. Residual fluid was detected in the device. The feedback provided by the customer suggests leakage was detected during connection with an unknown syringe. A visual inspection of the returned sample did not identify any obvious damage or manufacturing defects which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the smartsite extension set to a 50ml bd plastipak syringe, and to a three-way stopcock from bd stock and attempting to flush with fluid; in this instance, a secure connection was established, and no leakage or flow issues were detected. The sample was then subjected to pressure testing; again no leakage was detected from any point of the extension set throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience.

Event description:
It was reported while using bd alaris smartsite extension set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the adapter is not tightly connected, there is a leakage problem and change new kit.

Manufacturer narrative:
Investigation summary: a 20039e sample was not available for investigation; furthermore, the lot number of the complaint sample was reported unknown. The feedback provided by the customer suggests leakage was detected during use of the smartsite extension set, with the customer indicating that the smartsite may have separated from the tubing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. A definitive root cause for the customer's experience could not be determined as the sample was not available for investigation; in this instance without the sample it is not possible to determine if a manufacturing defect could have contributed to the customer's experience.

Event description:
It was reported while using bd alaris smartsite extension set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the adapter is not tightly connected, there is a leakage problem and change new kit.

Event description:
It was reported while using bd alaris smartsite extension set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the adapter is not tightly connected, there is a leakage problem and change new kit.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.